Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering "hardly any flow", indicating that that the device was delivering little to no ventilation output. The reporter stated that there was patient use associated with the reported issue. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering little to no ventilation output could not be duplicated. During the evaluation ventec observed evidence of prior h2o intrusion (contamination) throughout the low-pressure path, which included the internal flow transducer (ift), ift to cough coupler, blower, blower to cough coupler, pt6 tubing, and cough assist pass-through. When the h2o was still in a liquid form, it could have interfered with the effectiveness of the device's blower and the pressure sensors at the other end of the tubing that was affected, and the fluid in the ift could cause erroneous pressure and flows being detected. Ventec replaced the ift, ift to cough coupler, blower, blower to cough coupler, pt6 tubing and cough assist pass-through to resolve the observed h2o contamination issue. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it¿s reasonable to conclude that the cause of the reported issue was the ift, which showed signs of h2o contamination.